Event description:
It was reported that the gastroscope had scope communication error scope communication error (b30 errors). The issue was found during set up and inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed, the following steps were recommended: cycling power on tower when swapping scopes, reseating maj-1933 and maj-1941, clean socket contacts. Retest scopes in another tower to confirm their operation.. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.